Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely due to the influence of moisture that entered the inside of the device from the leak point, the continuity abnormality of the scope connector internal board occurred temporarily. The event can be detected/prevented by following the instructions for use which state: "if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited a scope communication error. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation. Leakage was noted on the bending section cover due to pinhole. Scope had dent on the bending section. Insulation failure of the distal end cover was noted. The adhesive of the bending section cover was peeled off. The device failed the conduction test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.